Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint for this lot number and issue to date. Investigation summary: received one single lumen hickman catheter fragment for evaluation. Visual inspection identified two jagged holes just distal to the proximal hub. Functional testing revealed the catheter was patent to infusion and aspiration with leaks noted from the two identified holes. Therefore, the investigation is unconfirmed for the alleged break and confirmed for an external leak. The location of the identified holes suggest that the damage is due to clamping, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: this IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram). 3. Follow the directions of your doctor or nurse regarding when to clamp. Most hickman* and broviac* catheters come with pre-attached clamps and reinforced clamping sleeves - do not clamp here.

Event description:
It was reported that approximately two weeks post placement the catheter allegedly split at the junction of the plastic hub, requiring a hospital admission for repair. Reportedly, a repair kit was unavailable at the time and the patient accidently dislodged the catheter before it could be repaired. Furthermore, there may have been a possible device replacement. The current patient status is unknown.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 08/2021). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks post placement the catheter allegedly split, requiring a hospital admission for repair. Reportedly, a repair kit was unavailable at the time and the patient accidently dislodged the catheter before it could be repaired. Furthermore, there may have been a possible device replacement. The current patient status is unknown.